Event description:
The drug delivery pump was explanted and returned to the MFR for analysis after 69 months implant duration. The hcp noted a possible malfunction or battery depletion and reported skin erosion and infection at the pump pocket site. No pt symptoms or specific device malfunctions were indicated. The drug used in the pump is lioresal which had been titrated down. Add'l info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.